Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "pneumomediastinum after implantable cardiac defibrillator implantation." European heart journal. February 1 2011;32(4):429.

Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the day after an ICD system was implanted, the patient complained of chest pain with deep breathing. An x-ray and echocardiography were taken and bother were "unremarkable." However, the next day another x-ray was taken which showed a right partial pneumothorax. Atrial pacing thresholds had increased and p-wave sensing was "poor." A CT scan showed a suspected "atrial lead pleuropericardial perforation." The lead was extracted. After three years, there were no further complications. No patient complications were reported as a result of this event.